Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The device was difficult to fire, the staples were malformed and some did not fire. Another device was used to complete the case. There was no consequence to the pt.